Event description:
Procedure: lobectomy. According to the reporter: on (B)(6), the surgery was done with 20cm incision. Removal of the lymph nodes. The surgery took 484 minutes with 1660ml bleeding. Transfusion was done. Reinforcement material was applied for grade 1 leak. After finished surgery, leakage occurred. On (B)(6), adhesion treatment was done with picibanil and normal saline. On (B)(6), leakage stopped. On (B)(6), drainage removed. On (B)(6), the pt left the hospital. Relationship to the device was reported as "possibly related."

Manufacturer narrative:
(B)(4).